Manufacturer narrative:
(B)(4). F/u report will be filed in add'l info becomes available.

Event description:
It was reported that the procedure was being performed on (B)(6) old female infant in the cardiovascular operating room (cvor). The catheter was placed in the patients' femoral artery. Add'l info was received on 5/21/2010 from the sales representative which stated that after the catheter was in place, the nurse found blood to be coming out from the bandage. The dressing was removed and the line was flushed. At which time, they discovered the line was cracked. As a result, the catheter was discontinued. There were not pt complications reported.